Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. After reviewing the clinical information, it was determined that the cause of the delivery issues was most likely a catheter kink due to the patient's calcified vessels. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While prepping and inserting the device pump got kinked. Under fluoroscopy a kink was noticed on the catheter. Md didn't feel comfortable/safe putting in the pump and called for another catheter. No harm done to the patient.